Manufacturer narrative:
The referenced recurrent gastrointestinal (gi) bleed was previously reported under medwatch MFR report # 2916596-2017-02735. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that routine labs found the patient had a hemoglobin of 7.5 g/dl. The complained of dyspnea on exertion and blurry vision. The patient denied blood in stool or urine, or any other bleeding. The patient was taking aspirin and warfarin at the time of the event. The patient was transfused 2 units of packed red blood cells and coumadin was held. The patient was reluctant to undergo diagnostic testing as a bleeding source had not been found with pervious procedures. It was reported that the patient had no signs of overt bleeding and symptoms resolved following blood transfusion. The patient remained stable with no other symptoms, and was discharged home on (B)(6) 2018. Hemoglobin & hematocrit on day of discharge was 8.6 g/dl & 26.9%. Platelets were 289 x 10^9/l. No changes were made to the patient¿s medications. No bleed was identified, but it was reportedly likely that the patient at least had a slow gastrointestinal (gi) bleed. The patient was upgraded to status 1a for transplant and was transplanted on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the left ve3ntricular assist system (lvas) did not reveal any device-related issues. A direct correlation with the report of gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The account reported that the device was explanted during a routine transplant and the lvas was functioning as intended. The pump was returned assembled with the pump cable severed approximately 13 inches from the pump header. The modular cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted and retrieved system controller log files appeared to capture the system functioning as intended with no atypical alarms or faults. The device was cleaned and inspected. The pump rotor and rotor well showed no evidence of dents or scratches. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.